Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to 6 electrodes being outside of the cochlea. The patient was reimplanted with another cochlear device during the same surgery.